Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the right ventricular lead revision procedure, an insulation abrasion was noted upon removal of the lead. The lead was replaced. The patient was doing fine post procedure.